Event description:
This supplemental report is being filed to correct the describe event or problem as the patient was given preoperative antibiotics and the pocket was irrigated thoroughly. It was reported that the patient implanted with this right ventricular (rv) lead had infection with sepsis. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead had infection with sepsis. This rv lead was explanted. No additional adverse patient effects were reported.